Event description:
It was reported that this right atrial (ra) lead was exhibiting high impedance. The lead was surgically abandoned. A new lead was implanted. No additional adverse patient effects were reported.